Event description:
It was reported that when the patient presented remotely through patient initiated merlin.net transmission after receiving patient notification alert for non-sustained rv oversensing episodes, lead noise in the patient¿s rv lead was observed. The patient was stable at the time of the transmission. The patient was called in clinic for further assessment and rise in ventricular threshold was observed. The noise could not be reproduced with pocket manipulation or isometrics. Taking chest-ray was discussed. The patient also has a neuro stimulator but the patient said that the battery had previously run out. Lead was explanted and replaced. No further complications known at this time.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.